Manufacturer narrative:
The serial number of the e 602 module is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys folate iii results from ten patient samples tested on a cobas 8000 e 602 module. The initial results were reported outside of the laboratory. Discrepant results were provided for 2 patient samples. Sample 1: on (B)(6) 2024, the initial result was 11 nmol/l. On (B)(6) 2024, the repeat result was 8.15 nmol/l. Sample 2: on (B)(6) 2024, the initial result was 18 nmol/l. On (B)(6) 2024, the repeat result was 11.72 nmol/l.

Manufacturer narrative:
The investigation included a review of the calibration, qc data, alarm trace, preanalytical handling data, and precision check: the calibration results from two months before the date of event showed calibrator 1 signals slightly below specifications and calibrator 2 signals slightly above specifications. The qc could not be assessed based on the screenshot of the qc recovery. The 11-sep-2024 alarm trace contains several abnormal aspiration errors, indicating possible general sample quality/handling issues. The preanalytical handling data does not indicate any issues. The precision check results are acceptable. The specific cause of the event could not be determined.